Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the pump battery was depleting quickly. The customer continued to use the pump for insulin therapy. No impact to the customer¿s blood glucose.

Manufacturer narrative:
Reportedly, the pump battery was depleting quickly intermittently. Customer reverted to alternate insulin therapy.